Event description:
Event description guidant received information from the patient with this device that she does not feel the device is functioning appropriately. She feels thumping and as though her heart is racing. Device testing was performed while the patient was lying flat; however, the patient wanted testing with exertion which was scheduled to be performed. This device was included on the recent low voltage capacitor advisory list.